Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced repeated peritonitis events. The detailed cause of the events was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route and frequency not reported). Dianeal therapy was discontinued. At the time of this report, the patient has recovered from the event(s). No additional information could be provided because the reporter declined follow up.